Event description:
It was reported to boston scientific corporation on october 23, 2021 that an epic biliary endoscopic stent was to be implanted to treat a 3cm malignant hilar stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the stent did not deploy. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was not completed due to device availability. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant and the picture showed the outer sheath was bent.

Manufacturer narrative:
Block h6: medical device problem a27 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an epic biliary endoscopic stent and delivery system were received for analysis. The stent was returned partially deployed 1mm from the sheath. Visual examination was performed and buckling was noted to the inner liner 1.2cm, 1.6cm, and 1.8cm from the tip. Also, buckling was noted in the middle sheath 5mm and 14cm from the distal end of the sheath. The inner liner was also kinked. A photo of the complaint device was provided and media inspection was performed; it was noted that the outer sheath was bent. No other issues with the stent and delivery system were noted. The reported event of sheath kink was confirmed and the observed damages could contribute to stent failure to deploy. The investigation concluded that the kinks and buckling on the delivery system usually occur when advancing the device along the wire and resistance is met. It is likely that the patient's tight anatomy contributed to the resistance and limited the performance of the device contributing to the reported and observed events. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an epic biliary endoscopic stent was to be implanted to treat a 3cm malignant hilar stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. During the procedure, the stent did not deploy. The stent was fully covered by the outer sheath when it was removed from the patient. The procedure was not completed due to device availability. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device was provided by the complainant and the picture showed the outer sheath was bent.